Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
While impacting the tibial baseplate, the plastic tip on the end of the impactor broke. Partial knee arthroplasty procedure.

Event description:
While impacting the tibial baseplate, the plastic tip on the end of the impactor broke. Partial knee arthroplasty procedure.

Manufacturer narrative:
An event regarding crack/fracture involving a mako impactor was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because sufficient information and the device were not provided. If additional information and/or device becomes available, this investigation will be reopened.